Manufacturer narrative:
Insulin pump had all buttons functioning properly. No damage on the keypad assembly. Inspected connector on lcd and no unlocked keypad connector. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad for the past 3 weeks. The blood glucose reading was 84 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.